Event description:
On november 11, 1997, reporter contacted nellcor puritan bennett to return a monitor that would not alarm for apnea with a simulator. When co checked the unit serial number, co found this monitor was on co's list of units that were recalled per co's safety action from july, 1997. The customer did not realize this was one of those units. This monitor will be cleaned and tested per co's recall processes.